Event description:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a thermocool smarttouch sf for which biosense webster¿s product analysis lab (pal) identified a hole on the pebax. It was initially reported by the customer that during the operation, the force values displayed were high and the signal interference (noise) was observed on ic channels on the carto system. A second device was used to complete the operation. There was no adverse event reported on patient. The customer's reported noise and force issues are not considered to be MDR reportable since the potential risk that it could cause or contribute to a serious injury or death to the operator or patient is remote. On (B)(6) 2024, the bwi pal revealed that a visual inspection of the returned device found a hole in the pebax and a reddish material inside the pebax. These findings were reviewed and assessed the issue of a ¿hole¿ in the pebax as an MDR reportable malfunction since the integrity of the device has been compromised.

Manufacturer narrative:
Device evaluation details: the device was returned to johnson & johnson medtech for evaluation. Visual inspection, screening, and electrical test of the returned device were performed following johnson & johnson medtech procedures. Visual analysis revealed reddish material and a hole on the surface of the pebax. A screening test was performed, and the device was recognized and visualized correctly; however, error 106 appeared on the system due to an open circuit on the tip area. The device was connected to the carto 3 system, and it was visualized correctly. No signal noise was observed on the carto 3 screen. A manufacturing record evaluation was performed for the finished device and no internal action related to the reported complaint condition were identified. The complaint was confirmed since error observed on the system could be related with the force issue (high force) reported by the customer. The potential cause of the open circuit cannot be established. The instructions for use (IFU) contain the following recommendations in the carto 3 system: the force sensor of the catheter be disconnected. If the problem persists, replace the catheter cable or the catheter. The reddish material inside the pebax could be related to the electrical issue reported by the customer; therefore, the customer complaint was confirmed. The potential cause of the pebax damage could be related to the manipulation of the device during the procedure; however, this cannot be conclusively determined. The instructions for use (IFU) in carto 3 system for use contain the following recommendation: ECG noise is typically generated as the result of the improper connection of the body surface ECG patch to the patient. This noise is the most significant during ablation. To resolve this situation, verify the proper connection. It is recommended to turn off the notch filter for this verification. For the damage on the pebax the IFU states: when cleaning the tip electrode, be careful not to twist the tip electrode with respect to the catheter shaft; twisting may damage the tip electrode bond and loosen the tip electrode or may damage the contact force sensor. In addition, to prevent damage to the catheter tip, use the insertion tube supplied with the catheter to advance or retract the catheter through the hemostasis valve of the sheath. After insertion, slide the insertion tube back toward the handle. As part of johnson & johnson medtech's quality process, all devices are manufactured, inspected, and released to approved specifications. Explanation of codes: investigation findings: mechanical problem identified (c07) / investigation conclusions: unintended use error caused or contributed to event (d1102) / component code: sleeve (g04115) were selected as related to the hole in the pebax identified by bwi pal and force issue reported by the customer. Investigation findings: open circuit (c0205) / investigation conclusions: cause not established (d15) / component code: sensor (g03012) were selected as related to the customer's reported noise issues. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).